Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device indicated low telemetered battery voltage. On (B)(6) 2010, the battery voltage with telemetry was 2.44v and the daily measurement was 2.83v.

Event description:
It was reported that in the clinic the device battery voltage measured 2.44v and the review of device data revealed a battery voltage of 2.85v - 2.88v. The device remains in use. No patient complications were reported as a result of this event.